Event description:
It was reported that underfill occurred during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter, "during r&d testing in franklin lakes, we encountered 1 tube that did not fill during testing. The catalog number & batch information is: catalog#: 362799, batch#: 9036646, test date: on (B)(6) 2019, data review date: 13 sept 2019".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter, "during r&d testing in (B)(4), we encountered 1 tube that did not fill during testing. The catalog number & batch information is: catalog #: 362799, batch #: 9036646, test date: 13 sept 2019, data review date: 13 sept 2019".